Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and tested the fiber optic module. No faults were found and the readings were within the specified range. The fse performed all functional and safety tests and the iabp passed to factory specifications. The iabp unit was returned to the customer for clinical use.

Event description:
It was reported that during a pre-check, a fiber optic sensor module failure occurred on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement; thus, no adverse event was reported.

Event description:
It was reported that during a pre-check, a fiber optic sensor module failure occurred on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement; thus, no adverse event was reported.